Event description:
Information was reported by a consumer regarding their implanted pump which had been used to deliver dilaudid in the past and was currently used to deliver fentanyl (3000 mcg/ml) the indication for use was non-malignant pain. On (B)(6) 2016, the consumer reported that they went through withdrawal in 2002. They went to the emergency room and their physician had to come in to ¿turn the pump back on.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.